Event description:
It was reported to boston scientific corporation on june 6, 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, the laser fiber was broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01jun2019 as no event date was reported. Block h6: problem code 1069 captures the reportable event of fiber broken. Block 10: investigation results one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 82.4 cm from the top of the connector to the break. The second piece measured approximately 233.2 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, the laser fiber was broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.